Event description:
It was reported that during an electrophysiology (ep) study, the balance middle weight (bmw) universal guide wire was being used for a transeptal approach. During an attempt to pull back the guide wire, resistance was noted with the needle, and the guide wire tip separated in the left atrium. A snare device was used to successfully retrieve the guide wire tip and the procedure was completed successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4): indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported the guide wire was used in an electrophysiology study. It should be noted the hi-torque guide wire instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty.